Event description:
Additional information: on (B)(6) 2016, it was reported that the patient called the customer to report a driveline fault alarm on their primary system controller. The patient confirmed they were asymptomatic and no pump stop alarms occurred. The patient was advised to report to the clinic, but did not go as instructed. The patient¿s daughter informed the customer that she ¿untangled¿ the patient¿s lines and the alarms reportedly stopped. X-ray images were reported to be "fine". On (B)(6) 2016, the customer reported that another driveline fault alarm occurred. The manufacturer¿s technical services representative reviewed the provided log file, and in addition to a driveline fault alarm, noted several driveline disconnected events. The customer reported that the patient admitted to intentionally disconnecting the driveline on several occasions. The system controller was exchanged. On (B)(6) 2016, the customer reported that a log file review showed that on (B)(6) 2016 a driveline fault alarm, driveline disconnect alarm and a pump stoppage occurred. The patient denied changing out the system controller or disconnecting the driveline. Review of the log file by technical services found that on (B)(6) 2016 a driveline fault alarm was recorded, followed by a motor stop that lasted for approximately 10 seconds while the system was supported on battery power. The driveline fault alarm reactivated approximately 5 minutes later. No additional information was provided until 01/23/2016 when the customer reported severe twisting of the driveline and additional motor stopped events while the system was on battery power. The customer stated that the external driveline had to be manipulated to restart the motor several times. The system controller was exchanged. Log file review by technical services indicated that these events were likely due to a phase-to-phase short in the driveline caused by a wire fracture. The customer was informed that an additional driveline repair could not be performed due to the previous repair¿s proximity to the exit site. A pump exchange would be the only other option to resolve the issue. There was no reported adverse impact to the patient. No additional information was provided.

Manufacturer narrative:
The referenced report of history of gastrointestinal bleeding and stroke are covered under medwatch MFR#2916596-2016-00200 and medwatch MFR#2916596-2016-00202, respectively.

Event description:
Additional information received stated that the patient presented to the ER on (B)(6) 2017 with shortness of breath and intermittent pump stopping. While in the ER, the pump stopped again and the patient was changed over to their backup system controller, but the pump was unable to be restarted. The patient was not a candidate for heart transplant or pump exchange due to multiple gastrointestinal bleeding and history of strokes. The patient was admitted to cardiac unit and ICD therapies were turned off. The patient agreed to dnr/dni and palliative care was consulted. On (B)(6) 2017, the patient expired.

Manufacturer narrative:
Additional information: device evaluation: the pump was not explanted and was therefore not available for evaluation; however, the replaced portion of the percutaneous lead (driveline) was returned for evaluation. The report of severe driveline twisting was confirmed based on an on-site evaluation by a technical services representative as well as a submitted photo. Evaluation of the submitted log files confirmed the report of driveline fault alarms and pump stoppage events. The log files captured numerous driveline fault alarms and pump stoppage events from november 2016 to january 2017. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue; however, a specific cause for the driveline fault alarms and pump stoppage events could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 19.5 inches of the external portion/distal end of the driveline was returned for evaluation. Visual inspection of the outer silicone jacket did not reveal any tears, however, it did show signs of distortion consistent with the twist observed in the submitted photo. The outer silicone jacket was removed and visual inspection of the bionate layer beneath also showed signs of distortion consistent with driveline entanglement. Prior to removal of the bionate layer, the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The bionate layer was removed and visual inspection of the metal braided shield was worn throughout the length of the driveline. Visual inspection of the wires beneath the metal braided shield did not reveal any signs of wear or insulation compromise. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log files. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing with the device. However, a portion of the driveline is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller produced a driveline fault alarm that initially resolved with a system controller exchange. The patient was reported to be asymptomatic. On (B)(6) 2016, it was reported that the new system controller produced another driveline fault alarm. The manufacturer¿s technical services representative reviewed the log files submitted for both system controllers, and the log files revealed low current in driveline wires. The driveline fault alarm was cleared but promptly returned. The medical professional reported that the driveline was very twisted. X-ray images submitted indicated that there was damage to the external portion of the driveline. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) repair without incident. The patient was reportedly doing well and was instructed on not twisting the driveline. No additional driveline fault alarms have been reported post repair.